Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that while attempting to fire a clip the device would not open. Device was cut off of the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r94x74. Device analysis: the analysis results found that the el5ml device was received with one jaw damaged. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. 13 clips were found inside clip track. Possible causes for the found condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device lot number r94x74, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r94x74, and no non-conformances were identified